Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images of the damage were provided for review. The submitted log file contained data from 03may2023 through 07jun2023. No notable events associated with the pump were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline damage in the form of breaks in the silicone covering most the length of the driveline (from dressing to controller) these were due to wear and tear. Rescue tape was applied. There was no obvious internal wire damage. An interrogation of the heartmate ii system controller showed several power cable disconnect messages. The patient noted that they have become less frequent since cleaning their battery clips. A review of the log files revealed multiple power cable disconnect alarms while on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.